Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2019 while wearing the lifevest. Prior to passing, the patient received 6 appropriate treatments from the lifevest. It was reported by the patient's nurse that the patient was initially conscious, and was pressing the response buttons, but lost consciousness during the event. At 6:38:15 pm, an arrhythmia was detected with response button use. The patient's rhythm was ventricular tachycardia (vt) at 190 bpm. The device was shutdown at 6:42:39 pm. The device was started up at 6:46:45 pm and a second arrhythmia was detected at 6:47:20 pm with response button use. The patient's rhythm at this time was vt at 200 bpm. A non-treatable rhythm was declared at 6:48:01 pm. At 6:55:18 pm, a third arrhythmia with response button use was detected. The patient's ECG shows vt at 190 bpm. A non-treatable rhythm was declared at 6:55:34 pm. At 7:06:05 pm, a fourth arrhythmia was detected the response button use. The patient's ECG shows vt at 190 bpm. A non-treatable rhythm was declared at 7:06:26 pm. The response button usage prevented the lifevest from delivering treatments during these arrhythmias. It was reported that the patient was conscious and pressing the response buttons. At 7:22:44, a fifth arrhythmia was detected. The patient's ECG shows ventricular fibrillation (vf). The patient received the first treatment shock at 7:23:20 pm while in vf. The post-shock rhythm was atrial fibrillation (af) at 70 bpm degrading to vf. Between 7:23:53 pm and 7:25:49 pm, the patient received four treatment shocks during vf that were unable to convert the patient's arrhythmia. A non-treatable rhythm was declared at 7:25:36 pm. An arrhythmia was detected at 7:25:49 pm. The patient's ECG shows vf. A final treatment was delivered at 7:27:20 pm. The patient's ECG shows vf with motion artifact at the time of treatment, and the post-shock rhythm is also vf with motion artifact. It was reported that the patient was transported to the hospital and passed away during transport. The patient's electrode belt was disconnected at 8:07:45 pm. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death. The device acted as designed.